Manufacturer narrative:
Additional information was received, b3, event date updated. Device was received; d10 and h3 updated. A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. Investigation conclusion: the investigation of the returned web system found the pusher kinked at the hypotube to connector junction. The unit did not pass continuity and resistance testing. Further inspection of the pusher found the lead wires twisted at the distal section and the black lead wire broken at the distal solder joint, which is consistent with non-detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher kink, but the kink is consistent with the device experiencing forces exceeding the pusher's yield strength. The physical evaluation of the device could not identify the conditions or circumstances that led to the twisted and broken lead wires, but this damage is consistent with the device experiencing forces exceeding the lead wire's yield and tensile strength. The detachment controllers used in the procedure were found to function as intended and would not have caused or contributed to the reported detachment issue.

Event description:
No additional information other than event date has been received.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged non-detachment issue and incident as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that: after inserting the web into the aneurysm when trying to release the web, web did not detach. After 10 attempts, they removed the web from the patient. They used another of the same size web and it detached at first attempt. The situation had no negative impact on the patient. Exact date of event is unknown but thought to have been in october 2024. Event date of october 1, 2024, chosen as default. Although requested, as of report date, no additional information has been received.